Event description:
On an unknown date, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, ulcers were detected in the stomach and jejunum during an endoscopy. The peg-j was removed, duodopa treatment was suspended for 6 months, and the patient was prescribed pantpas 40mg tablets. The device was not returned.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ulcers are a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.